Manufacturer narrative:
Sheath liner tears have been previously investigated and written by edwards and documented in technical summary. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. In this case, the patients mld measured 6.4mm with mild vessel calcification but no tortuosity. The exact cause for the liner tear and subsequent injury cannot be determined; however, it may be due to procedural factors (device manipulation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure the 14fr esheath was removed after implant of a 23mm sapien 3 valve. Upon visual inspection of the sheath the liner was torn, and bleeding was noted. The patient required a blood transfusion and developed thrombocytopenia, which was presumably a reaction to the transfusion. The reaction was resolved, and the patient was stable. The valve was deployed successfully, and the patient was discharged day 5 post procedure. The patient¿s minimum luminal diameter (mld) measured 6.4mm with mild vessel calcification and no tortuosity.

Manufacturer narrative:
A supplemental MDR is being submitted with engineering evaluation results. The following sections have been updated: evaluation codes (h6) and narrative text (h10). The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and reviewed and revealed that the minimum luminal diameter (mld) measured 6.4mm. During manufacturing per procedure, the sheath shaft components are 100% visually inspected for damage and defects. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing per procedure. The samples are tested for insertion force and expansion testing. The upper specification limits and all samples passed the pv test for lot release. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. The occurrence rate did not exceed the february 2020 control limits for the trend category. The IFU for esheath with sapien 3, the IFU for commander ds, and training manual were reviewed for the necessary steps for device preparation and usage. The training manual includes the following information that is specific for esheath removal: remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, and hemostasis will be maintained if the sheath is partially removed past the partially expandable section (have an appropriate dilator already to occlude the vessel if required). There was no IFU or training deficiencies identified. The complaint was unable to confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. DHR review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, the patient¿s access vessel is mildly calcified. Calcification can damage the exposed portion of sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. A detailed root cause analysis for similar returned complaints has been written and summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details that tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter or tear, access vessel calcification, or access vessel tortuosity). The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (several 100% inspections, product verification lot sampling testing). In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. No product non-conformances or IFU/training manual deficiencies were identified, and review of complaint history revealed that the complaint rate did not exceed the february 2020 control limit for the relevant trend category. No product risk assessment nor corrective or preventative action are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.